Manufacturer narrative:
Since the subject device was not returned from the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The lot.# of the device was unknown, however the manufacturing history within the 6 months of past from the delivery day was reviewed, with no irregularities noted. And this device model is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Considering the report from the user, omsc concluded that the reported burn of the assistant occurred since the user carelessly touched the assistant's hand with the probe tip which was hot just after the device was activated. The instruction manual of the subject device already cautions; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that, during an unspecified procedure, the subject device was used. When the user handed over the device to a nurse, the device, which was just after activated, touched the assistant's hand by mistake. The assistant's glove was melted, and he got his hand burned. There was no report that any additional or continual treatment was needed for the burn.